Event description:
The customer reported out of range normal control solution test results with test strips. On 11/1/96, she opened the second bottle from a box of fifty and performed a normal control solution test. The result was 6mg/dl. She immediately called the co customer support line and, with the representative, performed two normal control solution tests. The results were 6 and 8 mg/dl versus a normal control solution range of 109-163 mg/dl. The solution, lot#vg015, expiration 7/98, was opened today and was shaken vigorously before the sample was applied. Also with the representive a check strip test was performed. The result was 74 versus a check strip range of 68-87. The desiccant is in the bottle. The customer stated the first bottle performed accurately. The customer stores the test strips in the spare bedroom.